Manufacturer narrative:
Section h10: (h3) the nondisplaced femoral stress fracture reported in experience case-2019-00000705 could not be determined as the devices were not available for evaluation and no further information was provided. The information from the clinical study states that no necessary action is needed at this time. A review of the DHR and/or the sterilization records was conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Unintended bone fractures are listed in the device specific risks section of the truliant IFU 700-096-160 rev c. (D11) concomitant devices: 1. Tibial tray (cn: 02-022-45-6050, sn: not reported) 2. Tibial insert (cn: 02-022-35-6090, sn: not reported) 3. Patella (cn: 200-07-35, sn: not reported) section h11: corrections made in the following section(s): (g4) date received by manufacturer (original date was incorrect, the corrected date is (B)(6) april-2019)

Manufacturer narrative:
Pending evaluation. Concomitant medical products: tibial tray (cn: 02-022-45-6050, sn: not reported); tibial insert (cn: 02-022-35-6090, sn: not reported); patella (cn: 200-07-35, sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Patient shows a non-displaced femoral stress fracture on 6 week post-op x-rays. Action taken: will re-check at 3-6 month follow-up visit. No necessary action needed at this time. The case report form indicates this event is definitely related to devices and definitely related to procedure.